Manufacturer narrative:
The device evaluation found the foreign material was unable to be specified. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿preparation and inspection¿ describes how to detect the subject event. ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrovideoscope nozzle had foreign objects. There were no reports of patient involvement.